Event description:
Maude event report no: (B)(4) stated: "volun (B)(6) 2013: in 1994, a tumor was found embedded in pt's pelvic bone. It was determined to be degenerative arthritis. In 2004, because of continuous pain, the area was scraped and plugged with bone marrow. Yet pt was still in pain and had difficulties ambulating. In 2010, at the orthopedic center she was advised to consider surgery. In 2012, she had the surgery and was transferred from the hosp to the nursing home. In (B)(6) 2012, while she was trying to stand up, the hip popped out. She went to the hosp and the hip was put back in. She was f/u by her doctor. On (B)(6) 2013 while sitting on the side of her bed, as she was trying to move, the hip popped out again. At the hosp, the hip was put back in, but this time, the doctor used a hip brace. In addition, pt started having pain in her groin area. A tumor was found. It was not hernia but no one was sure what exactly it was. But it was very painful from the groin down to her thighs. On (B)(6) 2013, while on a visit in (B)(6), as she was trying to adjust herself in a chair, the hip popped out. The hosp in (B)(6) did two x-rays, one of which clearly showed that the hip was not attached to anything. The doctor in (B)(6) advised her to consider surgery to take out the piece. Pt is now still in the hip brace awaiting surgery. (Which will take place anytime between now and (B)(6)). Consequently she has been forced to retire, has had no sexual life, has been inactive, buried in financial hardship and now has no job after having worked for 25 years.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. Conclusion the event reported multiple dislocations. There is no indication that the product reported in this investigation contributed to the event.

Event description:
Maude event report no: mw5031671 stated: "volun 03-sep-2013: in 1994, a tumor was found embedded in pt's pelvic bone. It was determined to be degenerative arthritis. In 2004, because of continuous pain, the area was scraped and plugged with bone marrow. Yet pt was still in pain and had difficulties ambulating. In 2010, at the orthopedic center she was advised to consider surgery. In 2012, she had the surgery and was transferred from the hosp to the nursing home. In (B)(6) 2012, while she was trying to stand up, the hip popped out. She went to the hosp and the hip was put back in. She was f/u by her doctor. On (B)(6) 2013 while sitting on the side of her bed, as she was trying to move, the hip popped out again. At the hosp, the hip was put back in, but this time, the doctor used a hip brace. In addition, pt started having pain in her groin area. A tumor was found. It was not hernia but no one was sure what exactly it was. But it was very painful from the groin down to her thighs. On (B)(6) 2013, while on a visit in (B)(6), as she was trying to adjust herself in a chair, the hip popped out. The hosp in (B)(6) did two x-rays, one of which clearly showed that the hip was not attached to anything. The doctor in (B)(6) advised her to consider surgery to take out the piece. Pt is now still in the hip brace awaiting surgery. (Which will take place anytime between now and (B)(6)). Consequently she has been forced to retire, has had no sexual life, has been inactive, buried in financial hardship and now has no job after having worked for 25 years.